Manufacturer narrative:
On (B)(6) 2021, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2021, mentor became aware that date of bilateral replacement surgery was (B)(6) 2021. Hence, field d6b has been correctly updated on this form. Manufacturer¿s reference number: (B)(6).

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 9, 2022, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 450cc breast implant had a crease/fold on the anterior view and extended to the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold on the posterior view, measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 8, 2021, mentor became aware regarding the device information, confirmation that it was left side rupture, date of surgery, and replacement devices used on december 7, 2021 were catalog number 3504004bc; serial number (B)(6) on the left side, and catalog number 3504004bc; serial number (B)(6) on the right side. The corresponding fields fields have been updated on this form: is required intervention has been selected under section b; field b2. Field d1 for brand name has been updated to "mentor memorygel breast implant". Field d4 for catalog number has been updated to "3507450bc." Field d4 for lot number has been updated to "5619990". Field d4 for serial number has been updated to (B)(6). Field d4 for unique identifier( UDI) has been updated to (B)(4). Fields d6a for implantation date have been updated to (B)(6) 2006. Fields d6b for explantation date have been updated to (B)(6) 2021. Health effect - impact code ¿device explantation¿ has been added field h6 type of investigation has been updated to "device not returned" since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with unknown size unknown gel implants and experienced unknown side breast implant rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.